Manufacturer narrative:
Other applicable components are product ID 3487a-45 (B)(4) product type lead product ID 3487a-45 lot# v113897 implanted: (b)6) explanted: (B)(6) product type lead product ID 3776-75 (B)(4) implanted: (B)(6) explanted: (B)(6) product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received reported that the patient was present for a replacement device. It was reported that the coverage was not what the coverage was not what the patient was looking for and they upgraded to an MRI compatible device. It was reported that the patient was receiving good coverage post operatively with their replacement device. No further complications were reported/anticipated.

Manufacturer narrative:
Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient did not feel stimulation where they had in the past. They stated that there were no external factors known to be related to the issue. During their reprogramming meeting, impedances were checked and electrodes 12, 13, 14, and 15 were all greater than 10 ,000 ohms. These electrodes were not being used in the patient¿s programming. It was reported that the rep was successfully able to reprogram the patient¿s stimulation so that they were able to feel their stimulation where they had before, which is where they wanted it. It was reported that the issue was resolved at the time of the report. The event occurred sometime in 2017. No further complications were reported/anticipated.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3487a-45 lot# serial# (B)(4) implanted: explanted: product type lead product ID 3487a-45 lot# v113897 serial# implanted: (B)(6) 2008 explanted: (B)(6) 2017 product type lead product ID 3776-75 lot# serial# (B)(4) implanted: (B)(6) 2008 explanted: (B)(6)2017 product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep) reporting that the patient's ins and leads would not be returned for analysis as they were discarded by account. The physician did not request them to be returned. It was indicated that the provided information was confirmed with the physician. No further complications were reported/anticipated.